Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. The analyst noted that the most recent battery measurement was 2.787 volts on (B)(4) 2015. (B)(4).

Manufacturer narrative:
Product event summary: actual longevity is <(><<)> 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) had early battery depletion that was not consistent with the programming of the device. The device was reprogrammed for right ventricular pacing only however the patient did not respond well. The crt-p was reprogrammed once more and left ventricular (lv) pacing was resumed. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.